Event description:
According to the distributor report, pt underwent c2 through c7 laminectomy in 2001 with no apparent complications. 72 hrs post-op, the pt complained of increased neck pain and was diagnosed with a post-op wound infection. Pt required 4 days hospitalization and IV antibiotic treatment.